Event description:
Additional information revealed that there was no patient involved

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Accuracy testing was performed. The customer's problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published plus or minus 6 percent delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
It was reported that a smiths medical pump failed flow rate test. No adverse patient effects were reported.